Event description:
Note: date of the event is unknown. It was reported to boston scientific corporation in 2008 that a radial jaw 3 gastropediatric single-use biopsy forceps was used during a procedure. According to the complainant, during the procedure, one of the side cups failed to open. Procedure completed with another of the same radial jaw 3 gastropediatric single-use biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.